Event description:
Patient mentioned they had a boston pain spinal cord stimulator and stated it has to be charged and it turns into a fire drill. Refer to additional documents in i2k. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).